Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom territory business manager on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. The complaint device was not returned for evaluation. However, the receiver (stk-dr-001 / (B)(4)) that was used with the complaint device was provided for investigation on (B)(6) 2015. The device passed external visual inspection and global receiver functional testing. A review of the receiver data log resulted in no failures related to the customer complaint. The complaint could not be confirmed. A root cause could not be determined. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the diagnostic chart confirmed the reported event of inaccuracies. A root cause could not be determined.